Event description:
Dilaudid pca started on patient. Dilaudid pca concentration is 1mg/1ml. The dilaudid concentration in the pump library was 0.2mg/1ml. The pump was not configured for our hospital, so when it was brought in for use, it did not automatically download our facilities database for IV pumps. The pump functioned properly but because of the difference in concentrations, the patient received 5 x the amount of dilaudid as was ordered. The patient went into respiratory distress, was cyanotic, resp rate of 6, o2 sat in the 30s, and became intermittently apneic. Patient was bagged and a code 99 called. Narcan 0.4mg was given with spontaneous respiration resuming. The dilaudid pca was discontinued and the patient transferred to ICU. At this time, it was not known that the pump did not have the correct drug database downloaded. The next day, the pca was restarted using a different pump, but this pump also did not have the correct database. The ICU rn noted resp were low at times. When she cleared the pump she questioned the volume that had infused. She asked another rn to come and check the pump with her. They realized the incorrect dilaudid concentration was showing. Charge rn and physician notified and dilaudid disc and morphine ordered. Patient will make a full recovery. Dose 0.2mg, 10 min lockout, hr limit of 1.2 mg. Dates of use: 1-2 hours (B)(6) 2011 and 9-10 hours (B)(6) 2011. Reason for use: post surgical pain.